Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verio meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) at 5:18pm. The patient reported obtaining a blood glucose reading of "111mg/dl" on the subject meter. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of metformin in response to the alleged inaccurate reading. The patient reported that they were experiencing symptoms of "lightheaded, tired and chest pain" around the time that the alleged issue began. The patient reported treating these symptoms with food/drink. The patient denied testing on any other device at this time. At the time of troubleshooting the cca walked the patient through a control solution test. The meter passed testing with results within the range as printed on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia while using the subject meter.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.